Event description:
It was reported that the pt was re-implanted on (B)(6) 2011. According to information on the device explantation report, the device was not functional. To date, no further information has been rec'd as to why the device had malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.